Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) was displaying "electrical test fail #35" error message. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter), e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6 (medical device problem code) a getinge field service engineer (fse) checked the machine and found the electrical test fail #35 error coming then reset the datasettes and main board connection and then check the machine and found machine is working ok. Run the machine on balloon for 2 hours. Machine is working ok. All pneumatic tests are passed. Handover the machine to user in good working condition.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was displaying "electrical test fail #35" error message. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.